Event description:
Reportedly during implant of graft on a dialysis pt, the surgeon had performed the heparin flush, however during the anastamosis the graft began weeping serum. Surgeon explanted graft and implanted another edwards graft without any issues. No permanent pt injury reported.